Event description:
A malfunction alarm was reported on the pump. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. The customer did not take any actions to address the high blood glucose. Technical support assisted the caller in resetting the pump, and the issue did not recur. The customer was advised to continue using the pump and to call back if any issues arose.